Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was leaking. The reporter stated that there was visible fluid in the plastic bottle, and that the housing appeared to be leaking. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured january 20, 2016 ¿ january 21, 2016. The device was received for evaluation. Visual inspection noted fluid inside the housing. A functional leak test was performed and a leak was observed at one side of the bladder crimp. The reported condition was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.